Event description:
Caller states that customer tested on her device at 260mg/dl while the hospital device read 128mg/dl ten minutes later. No treatment received, no adverse event reported. Customer is unsure if comfort curve or advantage strips were used at the time of the comparison. No quality controls were used. Requested return of suspect device and replacement was sent.